Manufacturer narrative:
Complaint not confirmed. Thi is a duplicate complaint, already evaluated with MDR n. 3004378299-2022-00178.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.